Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing of noise. A signal artifact monitor (sam) episode was stored as a result and the minute ventilation (mv) feature was disabled. The device was noted to be programmed vvir. Further review was recommended. No further assistance requested. No adverse patient effects were reported. This device remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).